Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report an inaccuracy in cgm readings during an extreme low. Cgm was reading in the 100's mg/dl (bg unk) when pt experienced a hypoglycemic event and had a seizure. Paramedics were called and treated pt at home. Pt was fine at the time of his call to dexcom.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.